Event description:
Information was received indicating that a smiths medical pump started to alarm and displayed that a loss of power occurred. The patient removed the batteries and restarted the pump several times but the pump continued to alarm. The issue was unable to be resolved by the patient. There were no reported adverse events and no patient harm.